Event description:
Account alleged that the lh head siderail has broken welds.

Manufacturer narrative:
Hill-rom technical support verified new siderails were delivered to this account. No further info available. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.